Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and the procedure was completed after shifting the fs cable. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch unable to trigger fluoroscopy. Review of the system log file showed that the x-ray function was currently disabled, yet the fluoroscopy switch was activated. To resolve this problem, fse replaced footswitch. The defective foot switch was returned to philips for analysis and confirmed the failure as cable intel was rotated and all pedals were failed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.